Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing palpitations presented in clinic for routine device check. Upon interrogation, the right atrial and ventricular leads exhibited noise causing oversensing. No intervention was performed. No further information was available.

Event description:
New information received indicates that the device was explanted to resolve the issue. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction - device manufacture date should have been reported as feb 21, 2007.